Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose was 350 to 400 mg/dl. The customer stated that the insulin pump was not working. The customer stated that it gives insulin sometimes not and it gives him alarms every now and then and it is doing weird stuff. The customer also reported that it had low reservoir alarm and which was cleared. The device will be returned for the analysis.